Event description:
It was reported that during a vats lobectomy procedure, the generator showed an instrument error. When the surgeon checked the blade, the pad was melted. He used a new blade to finish the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.